Event description:
It was reported that after insertion of the foley catheter, urine leaked from the patient's pubic area and also spontaneous removal occurred.

Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation valve cap. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with sample port connector and syringe. Visual inspection of the sample noted no physical defects present. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and inflated properly with no issues. Balloon concentricity met specification. With the return syringe attached the balloon deflated passively in under 5 minutes: 2 min and 14 seconds. Flushed the drainage funnel and no issues observed. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the event is unconfirmed, however, one was completed prior to the confirmation. As the reported event is unconfirmed a labeling review is not required. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion of the foley catheter, urine leaked from the patient's pubic area and also spontaneous removal occurred.